Event description:
During an endovascular intervention for the embolization of an acute symptomatic aneurysm, the physician attempted to insert the third coil. The coil was partially in the aneurysm but would not completely fit so that physician decided to remove the coil by pulling back and the coil broke. Part of the coil remained in the aneurysm and part in the access vessel, the internal carotid artery (ica). To prevent uncontrolled movement of the coil in the bloodstream, which may lead to occlusion of the vessel and stroke, an attempt was made to remove the coil with a snare device. This attempt was not successful and instead the coil was stented to the wall of the ica with three stents. Long-lasting inhibition of platelet function resulted from the stenting procedure. There was no direct injury noted due to any of the possible complications during the procedure. Further information about the patient's condition is currently not available. The patient was still in intensive care treatment at the time of this initial report.

Manufacturer narrative:
The device was not returned for evaluation. Without the return of the device, the root cause of the issue cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns. Device not saved by hospital.